Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that a staple was partially formed incorrectly and was stuck in the sample. The stapler was returned with 37 staples remaining. In order to perform functional inspection, the partially formed staple that was stuck in the sample was manually removed. Then, an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was able to fire properly. The next staple shot from the device and did not form properly. There were 3 more attempts that followed, and these staples fired properly. However, the following attempt released a staple that did not properly form. The sample was disassembled for further inspection. Upon disassembly, no defects or anomalies were found. Upon reassembly, the next 6 staples fired properly. Another 5 staples were fired into a foam pad that simulates insertion into the skin. All 5 of these staples fired and released properly. The remaining staples in the returned device were all able to properly fire. No burrs were observed on the staples that did not properly fire. It cannot be determined what caused the staples to improperly form. It is possible that the partially formed staple that was stuck in the sample may have caused the adjacent staples at the distal end of the cover block to get out of sync or alignment. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the complaint issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The sample was returned with a partially formed staple stuck in the device. The first few attempts to fire staples resulted in some staples improperly forming. The sample was disassembled , and no defects or anomalies were found. Upon reassembly, all remaining staples fired properly. There were 5 staples fired into a foam pad that simulates insertion into the skin and they all fired and released properly. It is possible that the partially formed staple that was stuck in the sample when received may have caused the adjacent staples at the distal end of the cover block to get out of sync or alignment. A device history record review was performed and there is no evidence to suggest a manufacturing related issue. Therefore, the root cause for this complaint issue could not be determined.

Event description:
It was reported that when the customer used the stapler on patient the clip was not fired. The patient was fine.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visitant 35w 6/box lot#: 73f1900485 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the customer used the stapler on patient the clip was not fired. The patient was fine.